Manufacturer narrative:
H6 - work order search: three additional similar complaint type events within associated lots were found. A review of the device labeling was completed. Iritis (iridocyclitis), anterior chamber cells, and fibrin precipitation are identified in the labeling as known potential adverse events following icl implantation. The dfu states precautions to physicians (10) this product should not be immersed in anything other than commonly used intraocular irrigation fluids or viscoelastic substances. Precaution (6) after inserting this product, aspirate the viscoelastic substance completely from inside the eye. Do not use highly viscous viscoelastic substances that are difficult to aspirate completely. Opegan was used during the procedure and is a viscous cohesive of purified sodium hyaluronate manufactured by seikagaku. Per the delivery system dfu: sterilization instructions: after the injector has been properly cleaned, the injector should be pouched to preserve sterility and steam sterilized using the following sterilization cycle: (note: the microstaar injector models msi-tf and msi-pf can be cleaned and sterilized up to 20 times before disposal). Warning staar surgical cartridges, ftps and ftp holders are packaged and sterilized for single use only. Toxic anterior segment syndrome (tass) is an acute sterile postoperative inflammation that can occur after uncomplicated or complicated intraocular surgery. While improper sterilization and contamination of surgical instruments remains the most common risk factor associated with tass, ocular viscoelastic, and improper preparation of antibiotics for intracameral injection may also lead to tass. The handpiece (which is a reusable instrument) was used. An exact cause could not be determined as the event could be multifactorial in nature including patient and/or procedure related factors. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim #(B)(4).

Event description:
The reporter indicated the surgeon exchanged an implantable collamer lens in the left eye (os) on (B)(6) 2024. Concomitant products used intraoperatively include msi delivery system, ovd (opegan), and coaxial I/a handpiece use for 30 sec for its removal. On day 1 tass was diagnosed. Inflammation was reported as mild presenting with ac cell++, conjunctival hyperemia and mild fibrin over the pupil area. The patient complained of blurred vision. Topical steroids/antibiotic drops were prescribed. By day 6 the issue resolved and bcva returned to pre-operative 20/13 with iop 18mmhg. The lens remains implanted. The reporter does not state a cause for the event.

Manufacturer narrative:
H6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim # (B)(4).